Event description:
Customer reported that an antibody screen performed with a patient sample, with no previous history, was negative. The antibody screen was reported to the physician as antibody screen negative. The patient was not transfused. No adverse reactions reported. The following day another sample was received for the same patient. Testing with a different lot of 0.8% selectogen for gel was positive (1+); anti-e was identified. A corrected report was issued. Both samples were then tested with vs589. No reactivity was observed with either sample. However, weak - 1+ reactivity was observed when tested with the second lot of product. Qc was acceptable on both days of testing.

Manufacturer narrative:
Ocd performed retained testing and a batch record review. Satisfactory results were observed. A review of complaints by lot was performed - there were no other complaints from customers for lack of reactivity. (B)(4).